Manufacturer narrative:
Additional information- h3: the most likely cause for the revision reported due to early prosthesis wear could include a number of variables including use error, implant positioning, implant size selection, and patient factors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the wear. However, this cannot be confirmed as the devices were not available for evaluation and no clinical data was provided.

Manufacturer narrative:
Corrected information: g4 - date in follow up 1 was not populated. The g4 date should have been 15/august/2024, h6 - investigation conclusion code, additional information: h3 - the prosthesis wear was able to be confirmed from the provided images.

Manufacturer narrative:
D10: concomitants: 4753616 - 101-05-40 - 3.2mm drill bit 40mm 1pk. 4786113 - 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. 4777482 - 180-65-30 - alteon 6.5mm screw, 30mm. 4693267 - 86-01-52 - integrip cc, cluster 52mm, g2. 4276230 - 188-01-08 - wedge plasma x/o sz 8. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 77 yo male patient, initial right hip implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2023, approximately 6 years 6 months post the initial procedure. The patient returned to the surgeon¿s office with a recalled liner. The patient was scheduled for a revision of their total hip possible head and poly liner exchange. The patient had revision surgery and underwent an acetabular poly liner and femoral head swap. They were revised to a novation xle neutral liner g2 36mm, biolox option femoral head 36mm, and a biolox option adapter +0mm. There were no surgical delays or device breakages during the procedure. No x-rays were able to be obtained. The patient was last known to be in stable condition following the event. The explanted devices are not returning for analysis. The implants were sent to the lab and legal at the hospital. Device images were provided.